Event description:
The customer reported, the system failed to save pt images and mixed data. No report of pt injuries.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive was reformatted and software reloaded. The system was then found to be working as intended.